Manufacturer narrative:
Resolution was requested from the field. At this time, no further information has been provided. Information suggests these products remain in-service. Should additional information become available this event will be updated.

Manufacturer narrative:
It was later reported by the field representative that this patient was further evaluated in the clinic. The device interrogation was normal. The patient did have an ablation on the day of the measurement and it is unclear if that is related to the low measurements. The office has chosen to follow this patient normally through latitude and office checks.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected a low shock impedance on this defibrillation lead. No adverse patient effects were reported.